Event description:
The center reported that the patient complained of pain to all stimulation. Programming changes were made, but this issue could not be resolved. The surgeon decided to use tissue from the abdomen for regeneration of the obliteration to try to alleviate the pain.